Manufacturer narrative:
B3. Date of event: used the first date of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The patient underwent angioplasty. The target lesion was located in a calcified middle segment of right coronary artery. A 4.00mm x 30mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using an alternate method. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent angioplasty. The target lesion was located in a calcified middle segment of right coronary artery. A 4.00mm x 30mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the bsc aware date as no event date was provided. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 8mm proximally from the proximal markerband.